Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, ventilation would not work and the user could not build positive pressure. The machine was reportedly swapped out and there was no patient injury reported.

Manufacturer narrative:
As neither an electronic device log nor the replaced hardware was available a detailed investigation of the root cause was not possible. The draeger service technician tested the apollo according to draeger specification after the reported event but did not find any issue in context with the reported problem to build-up pressure. After that the apollo was returned to use with no further problems reported to date. Based on the given information the root cause could not be determined. In case of decreased tidal volume and/or airway pressure, e.g. Caused by a significant external circuit leak, ventilation and oxygenation of the patient might be restricted. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/pinsp not attained, fg low or leak). In this particular case it was reported that the apollo generated an alarm.

Event description:
Refer to the initial-report.